Event description:
It was reported that upon updating the controller, the pod was not providing basal program insulin. The patient reported that the delay was about 6 hours in length. There was no impact to blood glucose levels reported.

Manufacturer narrative:
Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data did not show a gap between 14:00 and 20:00 where no insulin was delivered. The cloud data showed that the system was used only in manual mode, with a basal program that did not contain any segments of 0 u per hour. The cloud data showed several records for manual insulin delivery suspensions and resumes, however there was no suspension period that lasted the full length of time between 14:00 and 20:00. The cloud data showed that the total daily summary for (B)(6) 2026, as well as the total pulses delivered count tracked by the pod contained in the patient history buffer data, correctly tracked the user's basal insulin delivery. The cloud data also showed boluses delivered during this period. Though the cloud data showed that insulin was being delivered as expected, it could not be determined if the history was showing the insulin delivery as expected. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.